Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window and a cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called and the customer may have overdosed due to scroll wrap. Customer reported experiencing low blood glucose readings and being unable to move multiple times. Customer stated that the meter showed that their blood glucose reading was between 160 mg/dl and 170 mg/dl when they were not. Customer experienced blood glucose readings of 40 mg/dl and treated with orange juice and glucagon. Customer mentioned that there was no bolus in the history. The drive support cap was noted to be normal. Displacement test was performed and passed. Customer's blood glucose reading at the time of the call was 163 mg/dl. No further information reported.

Manufacturer narrative:
The pump passed the delivery accuracy test.